Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney the patient underwent ventral hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent removal of the mesh on (B)(6) 2013 where the surgeon noted ¿I did come to the point where I was unable to lyse anymore adhesions with the risk of injuring small bowel due to the fact that it would not bluntly dissect off of the mesh.¿ it was further reported the procedure was converted to open laparotomy and that the bowel was ¿so densely adherent to the mesh it was as if the mesh became incorporated into the wall of the small bowel¿ and so this segment of bowel was resected and the procedure took approximately 6 hours and 30 minutes to complete. It was reported the patient underwent additional hernia repair surgery on (B)(6) 2013 where an additional small bowel resection was performed. It was reported the patient continues to experience severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. No additional information was provided.